Event description:
Monitored volumes were not showing on vent while on a patient. No patient harm, patient was transferred to a replacement ventilator, alarms were audible and visual.

Manufacturer narrative:
(B)(4). The carefusion has dispatched a field service representative for the evaluation of the device. Once the device evaluation is complete, a follow-up medwatch report will be submitted. Carefusion sent a letter via email to the user facility seeking additional information concerning the reported event and the condition of the patient. As of april 22, 2015 the user facility has not responded to the letter.